Event description:
It was reported, the ultrasonic surgical device branch broke off. The issue occurred during a laparoscopic hemicolectomy. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined. However, based on the device evaluation and past investigation results, the probe likely broke due to one of the following: 1. During the output activation in seal & cut mode, the distal end of the probe contacted thin equipment, causing spark generation. 2. A force was applied to the probe during spark generation. 3. Cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4. Due to continuous use of the device, the cracks on the probe progressed, which led to breakage of the probe. The instructions for use provides the following warning: "¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.